Event description:
It was reported that a patient felt ¿pounding real bad¿ when stimulation was turned up. The patient stated that their body became accustomed to the stimulation and the sensation ¿faded¿ so it needed to be increased/decreased more often. The patient stated he could leave it at 2.5 or 3 for 2-3 hours but then ¿couldn¿t deal with it¿ and that it ¿started pounding real bad and I had to turn it down.¿ the patient stated ¿it was pretty intense before." The patient noted that he did not want to have the implantable neurostimulator (ins) off "because I take so much medication to get to a point where the stimulation keeps it.¿ the patient stated that "it did take 58 to 64% of the pain away. But the other part, you¿re left with the hard cramps or the hard throbbing that you can't seem to get rid of so you try and medicate yourself to the point where it does work.¿ the patient noted he was on dilaudid with a previous healthcare professional and now he was on morphine with the current hcp. The patient stated he was still taking ¿such high doses¿ and said that was what it was taking to kill his pain.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).